Event description:
A home patient's (hp) family member contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm that was received during drain 1/6 of their automated peritoneal dialysis therapy utilizing the homechoice machine. Per initial report, the hp is "not stable, and disconnected" their transfer set from the patient line of the homechoice set. Baxter's tsc assisted the hp's spouse in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.